Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the bottom of the reservoir compartment was coming out. The blood glucose reading was 132mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.